Event description:
A customer contacted beckman coulter (bec) reporting a leak inside the coulter hmx autoloader analyzer (115v). The volume of the leak was a few drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of the occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(6) 2013 to evaluate the instrument. The fse found that the probe wipe was not moving all the way down because it was being obstructed by bloody residue. The fse cleaned the probe wipe and the instrument ran without any leaks. The repairs were verified per established procedures. Failure mode: the cause of the leak that the probe wipe was obstructed by bloody residue. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).